Manufacturer narrative:
Initial report sent: 08/23/2007.

Event description:
Procedure type: jejunojejuno anastomosis. According to the reporter, after the device was fired, bowel contents leaked from the anastomosis site. Manual suturing was performed to stop the leak. Reportedly, both of the donut specimens were well formed. No bleeding occurred. Reportedly, no injury occurred.